Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a black particle was observed in the port of a small volume folfusor. This occurred during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the lot was manufactured from june 18, 2019 - june 19, 2019. The actual device was received for evaluation. A visual inspection was performed and found that a red luer cap was attached to the folfusor's white luer. The red luer cap is not a baxter product. The folfusor's blue winged luer cap was not returned. During further inspection, a black particle measured to be 0.40 square mm in size located in the crevice of the white luer was identified. The black particle was not embedded. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.